Event description:
Complainant alleged that while attempting to defibrillate a pt the device failed to discharge via electrode pads. The clinician placed another set of electrodes on the pt and the device failed to discharge. Complainant indicated that the clinician obtained set of defibrillator paddes to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.